Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified mid and 65% stenosed left anterior descending artery. A pilot 200 guide wire was advanced to the lesion when the distal core kinked. Another guide wire was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the guide wire core and polymer were separated.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device and the guide wire core and polymer were found to be separated. Follow-up with the site confirmed that the separation did not occur during the procedure. The kink was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.